Event description:
The customer reported that the device failed co2 calibration. There was no patient involvement.

Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.